Manufacturer narrative:
(B)(4). The device was manufactured 07/18/2014 - 07/23/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access solution set was unable to be primed with albumen. The customer stated that "the bottle was in an upright position, the vent is open, the drip chamber is 1/3 full and all of the clamps were opened but the solution stayed in the drip chamber and it would not go down into the tubing of the set." There was no patient involvement. No additional information is available.